Event description:
The customer reported the device detects high nibp values than other devices. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Using the customers nibp hose a leak is intermittently present at the hose metal connector when the connector is manipulated. Internal inspection showed a small air gap between the hose metal connector inner seal and the mating inner shaft. A comparison test was performed between the returned device and a masimo test device, the obtained measurements were found to be comparable. The returned device was found to be fully functional, the returned concomitant nibp hose was found to have a leak.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device detects high nibp values than other devices. No patient impact or consequences were reported.